Manufacturer narrative:
The 3 pending devices were not evaluated. Further investigation identified that this was a customer preference complaint and no reportable defect or hazard was alleged. The number of occurrences summarized have been updated to reflect this.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced mattress is too soft; too much mattress immersion. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced mattress is too soft; too much mattress immersion. There was 1 event with patient involvement; no adverse consequences were reported.